Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer awoke with an elevated blood glucose (bg) level of 300 mg/dl. To address the bg level, the customer delivered a correction bolus. Subsequently, it was reported that the pump indicated a data log corruption. Troubleshooting conducted by tandem technical support determined the pump had reset. It was confirmed that the customer had manual injections and long acting insulin available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Additionally, functional testing was performed for the high bg issue and no failure was identified related to the reported issue.